Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device when used with the speed reducer device ran idle, it rotated however sometimes it did not and the rotations were low. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the previous medwatch that the root cause was determined to be due to wear from normal use and servicing over time. Upon further investigation, it was determined that the root cause was due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.